Manufacturer narrative:
No unresponsive keypad or low reservoir alarm could be verified and the displacement test could not be performed due to a blank display. The insulin pump had a blank display due to a corroded battery tube and battery cap contact. Minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and moisture damage on the keypad traces were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 132 mg/dl. Nothing further reported.